Event description:
It was reported by the affiliate that the device was used during an unknown procedure. It was reported that the device would not cut or staple. The case was completed using a same like device. There was no pt consequence.